Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-jan-2025. Investigation summary: bd received 48 samples for investigation, which were visually inspected for missing unit labels. Out of these, 21 samples failed the test due to the absence of labels. Additionally, 30 retained samples were also visually inspected for the same issue, and all retained samples passed the test as the labels were present on the devices. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: empty/missing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle an unspecified number of needles were missing labels. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle an unspecified number of needles were missing labels. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.